Event description:
It was reported that during a routine follow-up appointment they discovered that the right ventricular (rv) lead shock impedances had gradually increased to high out of range at 137 ohms. Additional testing was performed where sensing, pacing impedance and threshold were stable and in-range. The lead remains in-service, and the plan was to monitor with existing routine follow-up schedule. No adverse patient effects were reported.